Event description:
It was reported that there was a revision of dall miles cables due to cables breaking. Implanted constrained liner and ball.

Manufacturer narrative:
Catalog number and lot code are unknown at this time. The device was reported as an unknown dall miles cable. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.